Event description:
Pt enrolled into the create pas trial. Following stent placement, pt became hypotensive and bradycardic, at time of filter retrieval pt developed slurred speech and facial drooping. After blood pressure and heart rate returned to normal, slurred speech and facial drooping was resolved.

Manufacturer narrative:
Reference MDR 23183870-2008-00035 for the spiderfx device used in this procedure.